Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited foreign objects on connecting tube, on the bending section cover, and on the adhesive of the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.